Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16sep2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The speakers were connected and the wires were not engaging the speaker cage. There was a measurement of 40 ohms on the motor speaker. The customer was advised to replace the speaker assembly and given instructions for installation. The customer replaced the speaker and the issue was resolved. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the unit logged a primary speaker alarm. There was no patient involvement.